Event description:
It was reported that during intra-medullary tibia surgery, surgeon was trying to ream the tibia, forced the reamer head and head of the reamer broke inside the tibia. Surgeon removed all broken reamer head fragments from patient except one which was left inside the patient. In addition, shaft was also broken outside of the patient. Another reamer head and shaft was used to complete the surgery successfully. Patient status/outcome was fine and no surgical delay was reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.